Event description:
It was reported that the patient's artificial urinary sphincter cuff would not inflate properly. The position needed to be adjusted. The cuff was replaced with a 5.0 cm cuff two weeks later. The patient was doing well. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of malfunction was not confirmed via product analysis. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient's artificial urinary sphincter cuff would not inflate properly. The position needed to be adjusted. The cuff was replaced with a 5.0 cm cuff two weeks later. The patient was doing well. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.